Event description:
Per the report from arrow, "the pump was used on a patient. The intra-aortic balloon (iab) catheter remained in the patient; only the pump was exchanged with another pump. The pump was checked by a third party service organization because the customer reported problems with this pump. The pump alarmed after turning on system alarm 3 (1), (2), (3),"the central processing unit board and power supply were exchanged without success. This means these parts couldn't be the cause of this problem. The third party service organization changed the pump assembly of this pump last year." Upgrade - change of motor driver.

Manufacturer narrative:
Product will not be returned for evaluation.